Manufacturer narrative:
MDR / initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced two infusion sets fell off events during use on 1(B)(6) 2026. The first infusion set was used for two days and second set was used for one day and patient replaced infusion sets and resumed insulin deliveries successfully.